Event description:
The end user reported while transferring a patient down a flight of stairs, the patient shifted their weight and the chair began to tip to the side. Due to the weight of the patient and the chair, the medic crew was unable to stop the movement of the chair but were able to slowly lower the patient to the ground with the chair. No injuries were reported as a result of the incident.